Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Event description:
During a premature ventricular contraction ablation procedure, a pericardial effusion occurred. The catheters were inserted into the coronary sinus and the right ventricular outflow tract (rvot) for mapping. Approximately 30 minutes into the procedure, while mapping, the patient became hypotensive and a transthoracic echocardiogram revealed a pericardial effusion, for which a pericardiocentesis was performed to stabilize the patient.